Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-l3 along with a vertebroplasty at l1 due to l1 pseudoarthrosis. No complication or incident was reported at intra-op, blood loss was 200ml. However, the patient passed away due to myocardial infarction or pulmonary infarction 4 days post-op. The surgeon commented that the patient had atrial fibrillation for medical history from pre-op, so it needed to give attention to the postoperative heart failure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.